Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: during investigation, the display lens was found to be peeling.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was additionally reported that the display screen had detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: the display was found to be dim and pink. The returned battery cap was used and was able to be fully tightened with no malfunctions found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.